Manufacturer narrative:
Since the original report was filed, the investigation into the access site bleeding has concluded. No product was returned for benchtop analysis. Only the clinical report was evaluated. The bleed was determined to be patient condition related, as the act values were too high and excessive blood loss occurred. The failure mode will be monitored and trended. As noted in the IFU: ¿assess access site for bleeding and hematoma.¿

Event description:
The user facility reported a 70 year old male undergoing impella cp support experienced a bleed from the access site. The patient was with activated clotting time (act) supra-therapeutic and was also on ECMO. The bleeding was treated with blood products. The blood products were given with the blood loss as well as volume replacement. The team sutured the site as well.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿